Manufacturer narrative:
The act button did not respond due to corroded keypad trace. The device was also received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported that a button on the insulin pump was not responding. Customer's blood glucose was 158 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.